Manufacturer narrative:
It was reported by customer that lipids would not run through line. One sample of material number 20127e was submitted for quality evaluation. Visual examination of the sample was conducted and no damages or abnormalities were identified in the tubing set. The set was then attempted to be primed. During priming, flow was not established throughout the entire sample. Further inspection of the sample, under magnification, indicates that there is a blockage at the inlet port of the filter. The customer complaint of flow issues - fluid blockage was confirmed. Further investigation was conducted at the manufacturing facility. After investigation, the possible root cause of occlusion between tubing and filter could be related to an excess of solvent due to an incorrect application of solvent by assembler. A quality alert was created and communicated to the production personnel to reinforce the correct application method to avoid occlusion. A device history record review could not be performed because the lot number is unknown.

Event description:
Material #: 20127e. Batch #: unknown. It was reported by customer that lipids would not run through line. Rn check to make sure all clamps were undone, and fluids were still not running through tubing. Found blue plastic barrier in tube. Verbatim: rcc received a complaint via phone: primary rn attempted to run fluid through IV tubing for lipids. Lipids would not run through line. Rn check to make sure all clamps were undone, and fluids were still not running through tubing. Found blue plastic barrier in tube. Looks like a manufacturing error. Product code: 20127e.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set had foreign matter the following information was received by the initial reporter with the following verbatim: rcc received a complaint via phone. Pir attached. Primary rn attempted to run fluid through IV tubing for lipids. Lipids would not run through line. Rn check to make sure all clamps were undone, and fluids were still not running through tubing. Found blue plastic barrier in tube. Looks like a manufacturing error.